Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing adhesive at elevator cover and cut on pink rubber of the transducer. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the reported failures was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope had an issue with the ultrasound tip and the needle. The issue occurred during a diagnostic endoscopic ultrasound procedure, which was completed using the same device. There were no reports of patient harm.